Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during insertion of intra-aortic balloon (iab) catheter in an acute myocardial infarction (ami) patient, the balloon could not be advanced. The balloon was removed and replaced to continue therapy. There was no reported injury to the patient.